Event description:
On (B)(6) 2003, an 8mm gore propaten vascular graft was implanted in a bypass procedure. The implant was in the pt's left leg, from the common femoral to popliteal artery. On (B)(6) 2003, a thrombectomy was performed due to a graft occlusion.